Event description:
It was reported that while the surgeon was removing the trial from the patient, the tibial articular surface provisional fractured. No harm was done to the patient and the surgeon completed the procedure with no complications.